Manufacturer narrative:
The insulin pump was programmed with multiple boluses and basal rates. The insulin pump properly registered on the daily total history. The device had no suspend anomaly, history anomaly nor auto off alarm anomaly. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, and no delivery tests. There was no excessive no delivery alarm on the device. The insulin pump was received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level went as high as 450 mg/dl. Customer's mother advised the insulin pump would suspend at random. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer received a no delivery alarm during a bolus attempt. Customer's mother advised the patient had high blood glucose while at school and the school nurse advised they were not feeling well. Customer's mother declined to further troubleshoot and wanted the device replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.